Event description:
It was reported that there was a force sensor error. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed upon receipt and the plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the plunger cable connection was loose into the plunger printed circuit board. Root cause of the reported issue is unknown and could not be determined. Replaced all plastic parts of the plunger head and secured all connections in the plunger head. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Corrected data: d4: correction: model number: 4000.